Event description:
It was reported that during meniscal repair, t1 and t2 deploy together. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported.

Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device returned. The complaint stated: ¿t1 and t2 deployed together.¿ t1, t2 and suture were not returned. The depth limiter was attached. The delivery curve had been somewhat flattened. The device still cycled and actuated fine. Symptoms are consistent with flexing or probing during attempts to reach desired anchoring location. No root cause related to the manufacture of the device was confirmed.

Event description:
It was reported that during meniscal repair, t1 and t2 deployed together. All t's were removed from patient. The procedure was successfully completed without significant delay using a back-up device. No patient injury or other complications were reported.